Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the catheter was inserted into the patient, the central lumen broken. Change the new catheter". No patient harm or injury. The patient status is reported as "fine".